Event description:
The analyzer produced biased results on two beta-human chorionic gonadotropin pt samples and data invalid error codes. The two pt results were not released due to unacceptable quality control results. The investigation determined that the scenario is consistent with depletion of signal reagent during operation of the analyzer which could cause false negative ckmb, beta-human chorionic gonadotropin and troponin I results to be produced. There was no report of pt harm as a result of these occurrences.